Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and yellow particles in the fill channel. Leak test and microscopic analysis was performed which identified: cracked valve. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.2.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.